Event description:
It was reported that during a procedure, two screwdrivers broke. The surgeon used backup instruments to complete the procedure. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 231218012; lot# 165880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; g1; g3; g6; h1; h2; h3; h4; h6; h10. Visual examination of the returned products identified both drivers returned show signs of use with some wear and tear on the proximal end of the drivers and discoloration/staining on the shaft of the drivers. Both distal tips of the drivers are fractured and were not returned with the items returned. Dimensional analysis of the products determined that the products, where measured, was conforming to print specifications. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The complaint was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.